Manufacturer narrative:
A partial piece of the healing abutment was received for evaluation. Visual inspection revealed that the abutment was totally severed in half and the upper part of abutment was not returned. The threads of the abutment appeared to be damaged. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Indicated healing abutment fractured in two pieces. The upper part of the abutment was discarded by the doctor, we only received the complete screw portion. The implant remains placed without problems.